Event description:
The surgeon reported a system message displayed. The customer attempted to reboot the system several times with the system message continuing to display. The company service representative brought a loaner system and the case was completed as planned. The case was delayed an hour while waiting for the loaner system. The anesthesia time was extended. No patient injury was reported.

Manufacturer narrative:
The system has been returned and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)